Event description:
Review of provided device's logs revealed that the ventilator generated a technical error code indicating a turbine module under-voltage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
An out-of-box failure (oob) was reported for a turbine module during the initial pre-use check (puc), prior to clinical use. The device indicated a failure due to low blower inlet resistance. There was no patient involvement and no harm reported. The turbine module was returned for investigation. Device log analysis confirmed the failure during puc, which was reproducible during laboratory testing. Subsequent inspection identified that the tubing connecting the inlet to the pressure sensor was disconnected, resulting in incorrect inlet pressure measurement and triggering the failure. The failure occurred prior to clinical use (out-of-box condition), with no patient involvement and no harm reported. A manufacturing-related assembly error is considered the most probable cause, and a manufacturing feedback (mf) has been initiated.